Event description:
Reportedly, the autothreshold was performed using smart check and the calculation is apparently correct, however the screen where the egm was displayed was black (photo attached). The pacemaker is a kora 250 dr.

Manufacturer narrative:
The review of provided data confirmed the reported issue: the display of a black bar on the egm strips at the end of the atrial threshold test: the black bar on the egm strip appears when the egm freezes (when the test is stopped). The egm strips are replaced by a black bar and/or strange display of egm: the test needs to be re-started to see the egm corresponding to the markers. The pacemaker under in-clinic follow-up was a kora 250 dr. The root cause is not known. This issue is corrected in the alizea/borea/celea programmer modules. It hasn¿t been corrected for the reply/kora/eno programmer modules. No general malfunction is suspected on the programmer. This case is retained and utilized for trend purposes.